Event description:
Drive devilbiss healthcare was notified of an incident involving a nebulizer by the end user who stated that the nebulizer came without instructions for assembly or use. Upon needing to use the nebulizer, the end user reported wasting minutes attempting to locate assembly instructions and putting the nebulizer together without success. This resulted in calling an ambulance for transportation to the hospital. The end user reported spending the day in the ER for monitoring and receiving breathing treatments and was then discharged. This is the only complaint for this product with this issue in the past three years. Attempts to gather additional information about the patient's source for the product or a serial number have been unsuccessful. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.